Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to the bga failure of pld component u1003 and pxa component u104 on the c/a board. The battery charger was experiencing resets. The root cause for the u1003 and u104 failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.